Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose (bg) level ranged from 101 mg/dl to elevated without a bg value. Reportedly, the customer could not remember if a manual injection or a bolus was administered to address bg level. There was a delay in clearing the alarm; however, insulin delivery was resumed. It was noted that the customer would continue to use the pump until replacement pump is received.